Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid 10 mg/ml; 3.898 mg/day and bupivacaine 2 mg/ml; 0.7796 mg/day via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. The date of the event was approximately (B)(6) 2018. It was reported the patient had magnetic resonance imaging (MRI) on (B)(6) 2018. The patient followed up with the hcp. The pump was interrogated and noted that a motor stall occurred at 08:48 am and a motor stall recovery at 10:05 am. "A couple days later" the patient reported increased back pain and went to the emergency room (ER). The patient was admitted to the hospital for increased low back pain "a couple days after the MRI. The patient was in a rehabilitation facility and was stating that her pump "is not working because she has increased pain." The patient did not have symptoms of withdrawal thus the hcp did not believe anything was wrong with the pump. The patient was due for a pump refill on (B)(6) 2018. No further complications were reported.